Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced missed meal announcements, and a review of outcome reports showed a blood glucose level of 357 mg/dl on a day when no meals were announced. Symptoms included hyperglycemia. Outcomes included temporary health impact without hospitalization. Investigation included review of available device data and user-reported information, along with troubleshooting and education on proper meal announcement workflow. Investigation of this case revealed no device malfunction and indicated user-related use error associated with missed meal announcements as the probable contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.